Manufacturer narrative:
The thermogard xp ivtm system sn (B)(6) involved in the reported complaint will not be returned for evaluation. The thermogard system is aging ten years old, well past the expected serviceable life. Therefore, zoll recommended the customer to replace the device. A follow-up report will be submitted if and when the product is returned and the investigation has been completed.

Event description:
During the normothermia phase of the ivtm therapy, the thermogard xp ivtm system sn (B)(6) displayed a tcmid:06 (ce post failure) message. Another thermogard system was used to continue the treatment. No harm to the patient was reported.